Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2003v and the lens tore. The surgeon removed the lens with no incision enlargement or suture required. No patient injury. The reporter stated that the lens tore due to being loaded incorrectly.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens is torn in half and a portion is torn off and missing. There is clear and reddish surgical residue on the lens. It should be noted that the injector and cartridge were not returned for eval.